Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that customer was hospitalized on (B)(6) 2018 due to low blood glucose. Customer's blood glucose was 47 mg/dl. Customer treated with food and glucose tablets. Customer was admitted to the hospital and was treated with glucose intravenously. Customer was feeling disoriented as a result of low blood glucose. Troubleshooting was performed and customer does not allege that insulin pump was over delivering. Insulin pump was not expected to return for failure analysis.